Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia. H6: health effect: clinical code: 2134: vertigo.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2026. According to the patient, on (B)(6) 2026, the cgm displayed 52 mg/dl, but the fingerstick blood glucose (fsbg) result was 442 mg/dl. The patient experienced dizziness and lightheadedness but did not take any medication. The patient¿s wife transported him to the hospital emergency room (ER) where his bg was 220 mg/dl. The cgm could not be evaluated because it had been removed prior to arrival. The patient received IV fluids, remained in the ER for approximately four hours, and was discharged after his condition stabilized. No other details were provided. At the time of the report, the patient reported feeling fine and is stable. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The reported glucose values fall within the d zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.